Manufacturer narrative:
It was reported that the device was explanted (specific date not reported). Additional information has been requested but has not been made available as of the date of this report.

Event description:
Per the clinic, the patient experienced a decline in the device performance to the point of no longer receiving benefit and an increase in impedance on most electrodes. Open circuits and atypical measurements were noted on 21 electrodes. Additional information has been requested but has not been made available as of the date of this report. The implanted device remains.